Manufacturer narrative:
Patient date of birth is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A product investigation was performed for returned drill bit (part # 316.410). The visual inspection has shown that a part of both devices of the fluted tip section is broken off. The broken off shafts were not returned for evaluation only the two fluted tips. A device history record (DHR) review could not be performed for the affected device as the lot number is unknown. We only have limited information therefore we cannot determine the exact root cause. Too high applied torsional force would be most probably the root cause for the reported damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the procedure on (B)(6) 2017, a surgeon requested a drill bit of 1.5 mm size with length 12 mm top to place a cortical screw of 2.0 mm in the jaw with obligable direction. When he removed the drill bit it (the drill bit) broke, leaving the fragments inside the patient's bone. No other complications and prolongation of surgery reported. Further it was reported that two additional drill bits were involved and broke as well during the surgery. Concomitant device reported: screw (part: 212.820s, quantity: 1). This report is for one (1) drill bit ø1.5 l100/85 2flute. This is report 3 of 3 for complaint (B)(4).